Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The user reported unexpected low glucose. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with ios operating system version 26.3.1 and app version 1.2.1.1856. The customer received unexpected low glucose alarms with the adc device. The customer did not report symptoms and self-treated with three 10-ounce apple juices, half a bagel, and honey. There was no report of death or permanent impairment associated with this event.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with ios operating system version 26.3.1. The customer received unexpected low glucose alarms with the adc device. The customer did not report symptoms and self-treated with three 10-ounce apple juices, half a bagel, and honey. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.